Manufacturer narrative:
Initial and final MDR (B)(4) - device 10 of 10.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 20-march-2024, it was reported by the patient that ten infusion set was leaking from insertion site due to which hyperglycemia occurs within 2 days of use. High blood glucose level was 400+ mg/dl. Patient replaced infusion set and resumed insulin successfully. No further information available.